Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient has recently fallen and has been suffering from shortness of breath and fatigue. The patient missed their last scheduled implantable pulse generator (ipg) check, and the device seems to be protruding more than before since the fall. Attempts to gain further information were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.